Event description:
General report received of non-delivery of secondary infusions. It was reported that an undocumented number of cases, secondary infusions of antibiotics were not delivered after the pumps were programmed. The pumps were programmed to infuse an unspecified volume to be infused on the secondary line. Approximately an hour later, when the infusions were expected to be complete, the nurse checked the device. It was reported that the secondary fluid had not infused and the volume to be infused on the secondary is at zero. The pumps were replaced and therapy continued on different pumps were replaced and therapy continued on different pumps without incident. There were no reports of any missed therapy. There have been no reported adverse effects to any patients. Though requested, there was no additonal information available.